Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 75, 25, 55 and 32 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. Customer reported feeling weak at time of the call. Customer stated he was going to seek medical intervention and go to the doctor. During the call, a blood test was performed by the customer non-fasting and produced test result of 72 mg/dl using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/25/2026 and test strips were opened two weeks prior to the call. The meter memory was reviewed for previous test result history: result 1: 75 mg/dl, date: (B)(6) 2024 time: 12:28 pm fasting, result 2: 25 mg/dl, date: (B)(6) 2024 time: 12:26 pm fasting, result 3: 55 mg/dl, date: (B)(6) 2024 time: 10:25 am fasting, result 4: 92 mg/dl, date: (B)(6) 2024 time: 8:15am fasting, result 5: 32 mg/dl, date: (B)(6) 2024 time: 8:14am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results and symptom(s) related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2024 he had gone to the doctor's office. Customer's blood glucose test result at the doctor's office had been 119 mg/dl fasting. Customer had blood work done and stated that his a1c has gone down to 5.7. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.